Manufacturer narrative:
Qn#(B)(4). Evaluation: dried blood was noted within the returned tyvek pouch. A 1.0cc control stroke syringe was returned with the device. The syringe was returned broken and pulled past the control stroke nub which typically prevents the syringe from pulling more than 1.0cc of volume. The recommended volume capacity of the balloon was noted to be 1.0cc. The balloon was visually inspected and appeared to be typical upon initial examination. Under microscopic inspection of the balloon tip, blood was found clotting the tip of the catheter. The inflation lumen was injected with 1.0cc of air using the returned syringe. The balloon was fully inflated. The balloon deflated in less than 3 seconds when the syringe was removed per specification. The balloon held inflation for at least one minute. The balloon inflated symmetrically. The clot at the tip of the catheter could not be cleared, and the injection lumen could not be aspirated or flushed as a result. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint that the catheter was defective is unable to be confirmed; however, a blood clot was found at the tip of the catheter. It's possible the complaint could have been related to the clotted tip which can potentially prevent the user from being able to read pressures through the tip of the catheter. The root cause of the clotted catheter tip is undetermined.

Event description:
It was reported that the md in the cardiac cath lab told the cardiac cath inventory coordinator to pass on the sales rep that the wedge pressure catheter is defective. The sales rep has no more information about the event. Update on 04/04/2016: per the sales rep. And the tech. Who filed report there is no additional information coming forth. On 6/2/16 the investigation lab noticed a clot on the tip of this bloody catheter. Additional information received on 06/14/2016, according to the cath lab tech the wedge pressure catheter was used and was removed from the patient. There were no reported adverse events, or patient complications. The patient outcome was fine.